Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction caused by the device was not purging correctly, which led to a significant slowdown in its performance. A technical support specialist accessed the affected devices remotely and executed a query using the knowledge article "medstation es - 1.7.4 devices are bloating - maintenance service unable to get past purge deletion error" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced slow performance, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.